Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being admitted to the hospital on (B)(6) 2026, due to high blood glucose levels, with reported glucose values ranging from approximately 300-400 mg/dl after wearing the pod on the hip/buttocks for approximately 24-36 hours. The patient reported that they were hospitalized for three days, including admission to the intensive care unit, and was discharged on (B)(6) 2026. The patient reported that medical evaluation confirmed the presence of ketones. Treatment during the hospitalization included an insulin drip. The patient was unable to recall any additional treatments provided. The patient further reported receiving alerts on the omnipod 5 application, including an automated delivery restriction alert and ¿missing sensor values¿, indicating a communication error between the pod and the dexcom g7 continuous glucose monitor in use at the time of the event.